Manufacturer narrative:
The complete initial reporter facility name is (B)(6). The reported issue of a pinhole was inconclusive. The reported issue could not be determined. Visual evaluation of the returned sample noted 2 opened arctic gel neonatal pads present with original packaging label. Visual inspection noted the following: -the first pad was free of damage to the pad foam or gel. However, the second pad had a piece of tape that could potentially indicate a pinhole in the pad. -no visible chips or deformities at the ends of all connectors. -tubing for all the pads noted no kinks present. -hydrogel was intact with pad and not separated. -the second pad had a severed tube present which has been taped together. The foam had been peeled away to expose where the tubing did not meet prior to evaluation. This likely occurred when the pad was received in louisville. The area underneath the tape did not show any obvious damage, but a functional test was required to see if any air flow could be heard from the area. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions-for-use under baw7667064 rev 0 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse described a leak coming from arctic gel pad (neonate pad) during therapy. Had to replace the pad mid-therapy. Per evaluation results, a pinhole and severed tubing were found severed.

Event description:
It was reported that the nurse described a leak coming from arctic gel pad (neonate pad) during therapy. Had to replace the pad mid-therapy. Per evaluation results, a pinhole and severed tubing were found severed.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The complete initial reporter facility name is (B)(6) hospital. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.